Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor electrode was needle fractured while in body. The blood glucose level was 199 mg/dl. The customer reported that the sensor electrode was missing from the sensor when it was removed. The customer reported that the sensor fractured while in the body. The troubleshooting was not performed for a sensor needle break. The sensor will not be returned for analysis.